Manufacturer narrative:
A review of the analyzer¿s service history identified no contributing factors to the current complaint. Troubleshooting was not performed on the architect i1000sr (sn (B)(6)). The tracking and trending were reviewed and did not identify any trends for the product for the issue. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for the architect i1000sr analyzer, serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased architect ca 19-9xr results for 2 patients with unknown clinical patient history when running on the architect i1000sr analyzer. The customer was performing a comparison of results with another hospital branch. The customer¿s reference range is 0-35 u/ml. The following data was provided: on (B)(6) 2021 sid (B)(6) = puebla branch: 14.04 u/ml; cmdx branch: 28.94 u/ml. On (B)(6) 2021 sid (B)(6) = puebla branch: 3.25 u/ml; cmdx branch: 10.98 u/ml there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier : (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.